Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/22/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, extraperitoneal colposcopy, extraperitoneal colpopexy, and cystoscopy due to uterovaginal prolapse, cystocele, rectocele, and weakened anterior and posterior vaginal fascia.

Manufacturer narrative:
(B)(4): it was reported that the reason for implantation was due to pelvic organ prolapsed and stress urinary incontinence. Following implantation the patient experienced pain, infection, urinary problems, dyspareunia, vaginal scarring and organ perforation. The patient underwent mesh removal on (B)(6) 2012 due to pain and worsening incontinence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, hematuria, urinary frequency and urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07336. The same patient is represented in each medwatch.